Event description:
V60 bipap would not complete pre-use leak test and screen locked. Would not allow changes to be made and would not allow for completion of test. Equipment pulled and replaced by another machine.====================== health professional's impression======================information above is from health professional. He further stated they had checked out the machine afterwards and could not get it to work until they removed the battery and put it back in. This is a rental piece of equipment that we have the verification form stating it was checked out by the service company that it was rented from.====================== manufacturer response for bipap ventilator, respironics v60 niv ventilator with stand======================the rental company is coming today to check out the equipment in question.